Manufacturer narrative:
Despite multiple requests, no additional information was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and surgical intervention was performed to reposition the rv lead multiple times. The rv lead was eventually explanted and replaced. No additional adverse patient effects were reported.